Event description:
It was reported to philips that the device experienced a charge shock failure during operational testing. Coincident with the failure, it was noted that the shock output fell outside the acceptable range for product specifications. There was no reported patient involvement/adverse patient impact.